Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, in the afternoon, the patient reported the alleged issue first occurred. The patient reported using a combination of oral medications (type and dose unknown) with diet and exercise to manage his diabetes. The patient reported on (B)(6) 2012, in the afternoon, he took his usual dose of medication. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2012, in the afternoon he contacted a healthcare professional for phone advice and was advised to "eat some food." At the time of troubleshooting, the cca confirmed there was no misuse of the product, and this was not the first time the meter has been used. The cca documented that the subject meter battery did not need to be recharged per recommended use/ battery life guidelines. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not state any blood glucose readings, symptoms or treatment suggestive that a serious complication of diabetes occurred. In addition there is no indication that the subject meter malfunctioned

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.